Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 11:30pm. The reporter stated that the patient obtained a result of "445 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient took her usual dose of novolog (unsure of dose) medication (including sliding scale) on (B)(6) 2015 at 11:40pm in response to the alleged product issue. The reporter was unable/unwilling to state if the patient developed any symptoms; however he did state that the patient received hcp treatment of IV glucose from ems on (B)(6) 2015 at 4:00am. The reporter stated that the patient's blood glucose was tested on (B)(6) 2015 at 4:20am using an ems device and the result obtained was "20-24 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. The patient declined to have replacement products sent. Based on the information provided, this complaint is being reported because the patient received hcp treatment for a severe low blood glucose excursion after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.